Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was feeling unwell and presented to the hospital where the patient's heart rate was found at 40 bpm. Upon interrogation, it was observed the right ventricular lead had fractured and was failing to capture. No intervention was known to have taken place. The patient was stable.